Event description:
I had a sacral neuromodulator implanted for urinary frequency in (B)(6) of 2024. Tried multiple different settings but none helped with my symptoms. In (B)(6) of 2024 I noticed my symptoms worsening with the device still on so I turned it off. My symptoms continued to get worse to the point I thought my bladder would burst. I went to an urgent care to get tested for a uti. The doctor at the urgent care said I had a uti and prescribed nitrofurantoin and my symptoms improved greatly but still worse than before I had the implant. My urologist didn't think I really had a uti because the urgent care did not instruct me on how to collect a sterile urine sample, so my urologist felt it was a false positive and the antibiotic had a placebo effect. Medtronic representative had me try another setting and the same thing happened. Symptoms worsened greatly even with the device off. I went to urgent care again to get tested for uti. Doctor there said I had a uti although culture results indicated I did not. My symptoms are bad, and I don't know what to do.